Event description:
It was reported that the pulse generator exhibited error messages when the physician attempted to interrogate the device for several times. The device was not used and no patient was involved.

Manufacturer narrative:
The reported field event of error message was confirmed in the laboratory due to hardware error code reset. The device was tested on the bench and no other anomalies were found.